Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted ortho to report a false positive reaction in the forward anti-a microtube of the mts abd/abd gel card lot# 010416053-04 exp: nov 22, 2016 when testing in gel on the provue analyzer. Customer reports the testing of a cord blood sample on board the provue produced a forward typing blood group as "ab pos". No control tested. Customer reports they are only performing control testing using another manufacture's control reagent in tube which was negative. Customer concluded the cord blood to be ab pos based on the tube control being negative. Customer released the ab pos result and was questioned by another facility who had tested the same patient and resulted a blood group of b pos. Details of other facility not provided or means of testing. Based on the reported discrepancy from the other facility, the customer repeated testing in tube with another manufacture's tube reagents, anti-a, anti-b and anti-d and reports getting b pos interpretation. Rh control again repeated and confirmed to be negative. No agglutination noted against the tube anti-a reagent. Issue started on:(B)(6) 2016. Frequency: 1x. Microtubes/wells or cell (donor #) affected: front type. Methodology used: provue. Pattern observed: pos. Error code: none. Reaction grade obtained:2+ . Customer was expecting: 0. Test repeated: yes. Result obtained by repeating: negative. Method used to repeat: manual tube method. Cord blood ran on mts abd/abd cards also had a pos dat. Pos dat confirmed in tube also. Customer reports daily qc not affected using another manufacturer's tube qc. Ortho referred customer to IFU of mts abd cards and discussed that if all blood grouping results for a given sample are positive, a control will be necessary to rule out false positive reactions due to spontaneous agglutination of the red blood cells. Customer reports testing rh control in tube, ortho recommended customer that a control should be run in gel methodology on the provue to validate the test. Ortho emailed the IFU to customer and customer agreed to discuss with management updating procedure. Customer agreed that additional testing with a control well may have reacted positive, thus resulting in further investigation of the ab pos blood group. No change in patient treatment or adverse event as a result of this incorrect ab pos result. Customer has corrected the blood group of the patient from ab pos to the correct type of b pos. Customer indicates their confidence that the listed ortho products are functioning as intended and the root cause of the reported concern was the cord blood having a positive dat that may have led to the false positive reaction to the anti-a microwell. Customer agreed to call back if further assistance needed. Data collected and documentation indicates that the customer is not following manufacturers IFU recommendations. Customer agreed to review IFU and update protocol. Change in customer protocol is expected to resolve the problem or customer has agreed to call back.